Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a diagnostic procedure with a 9f sheath. Reportedly, the first prostyle device inserted without issues. However, the suture was observed to be deployed in the tissue tract as the posterior foot was not in the vessel. A second prostyle device was used without issues, but was unable to achieve hemostasis. A figure eight stitch was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.